Event description:
It was reported to philips that the customer was unable to view the guide wire image during fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer didn¿t provide the information about patient and procedure, however, there was no harm or injury reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was no images during fluoroscopy. Upon functional testing, the fse found that the dose link test failed, and it was confirmed that the xsc was malfunctioned. To resolve the reported issue the fse replaced the xsc and performed the calibration. After replacement and necessary calibrations, the system returned to use in good working order. The codes were updated based on the investigation outcome.